Manufacturer narrative:
Patient demographic unknown. Once the system was rebooted, foot pedal was working as intended. No impact on patient outcome reported.

Event description:
Medtronic representative reported the foot pedal on the system was not working correctly on the screen or on the floor. Site rebooted the system and the issue was resolved. No impact on patient reported.